Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3550-29, lot # n238741, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information reported the patient was still having poor coupling and that they tried all of the troubleshooting. The patient was redirected by their physician to order adhesive patches. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had been having recharging problems and was sent a new belt. The patient got the new belt and ¿it helped one month but the next month it wouldn¿t connect ((B)(6) 2015).¿ the patient stated the battery wouldn¿t charge and hadn¿t been since (B)(6) 2015; the last successful recharging session was the ¿beginning of (B)(6).¿ the patient had ¿lost some weight and he thought it had moved around inside, for probably a good couple of months, it had been hard to make a connection for the last six months or so,¿ and ¿nothing would come up on the handheld;¿ a coupling problem was reported. It was unknown if the patient still felt stimulation or if it was on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.